Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted (lot no. 761439). The patient had a medical history of obesity, past tobacco smoking, gravida I, painful intercourse, abdominal cramps, fibromyalgia, bone pain, pelvic pain, hydrosalpinx and parity. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2024, 4854 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: 5 coils were visible after placement 3 coils were visible after placement encounter for screening for malignant neoplasm of cervix. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 35 kg/sqm. [Computerised tomogram] on (B)(6) -2023: reason for exam: abdominal pain. Impression: no acute process in the abdomen or pelvis. Fluid density structure in the left hemi pelvis could represent an ovarian cyst however given a somewhat tubular appearing rnorphology on the coronal plane hydrosalpinx is difficult to exclude. [Ultrasound scan] in (B)(6) 2023: hydrosalpinx in l adnexa noted and findings: the uterus measures 6.7 x 3.4 x 3.2 cm. The myometrial echotexture is heterogeneous., the endometrium measures 3 mm. Bilateral ovaries are not visualized secondary to bowel gas. Hydrosalpinx is seen in the left adnexa. There is no adnexal mass no free fluid was demonstrated. Impression: unremarkable pelvic ultrasound. Lot number:761439; manufacture date:2010-07,expiration date:2013-07. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 18-jun-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41-year-old female patient who had essure inserted (lot no. 761439). The patient had a medical history of colonoscopy in 2022 and colitis, fluid in fallopian tube, ovarian cyst, obesity, past tobacco smoking, gravida I, painful intercourse, abdominal cramps, fibromyalgia, bone pain, pelvic pain, hydrosalpinx and parity. Concurrent conditions were listed as overweight since (B)(6)2023, mixed anxiety and depressive disorder since (B)(6) 2023, pelvic mass, fibromyalgia, polymyalgia, fibromyositis, degeneration of thoracic or lumbar intervertebral disc, joint inflammation, cervical dysplasia and ulcerative colitis since 2020 as well as allergic reaction to analgesics (hives), dysthymia, neuritis, myofascial pain syndrome, anxiety, depression, vomiting, nausea, loose bowel, left lower quadrant pain, hemorrhoids, colonic polyp, abdominal pain, diarrhea, irritable bowel syndrome, headache, occipital neuralgia and migraine without aura. Concomitant products included sertraline (sertraline hydrochloride), propranolol (propranolol hydrochloride), dicyclomine (dicycloverine hydrochloride), cyclobenzaprine (cyclobenzaprine hydrochloride), pantoprazole (pantoprazole sodium sesquihydrate), zoloft (sertraline hydrochloride), maxalt (rizatriptan benzoate), inderal la (propranolol hydrochloride) and flexeril (cyclobenzaprine hydrochloride). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2024, 4854 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with marijuana and naratriptan (naratriptan hydrochloride) as well as surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: 5 coils were visible after placement 3 coils were visible after placement encounter for screening for malignant neoplasm of cervix. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 35 kg/sqm. [Colonoscopy] on (B)(6) 2022: showed ta colon polyp and hemorrhoids [computerised tomogram] on (B)(6) 2022: 3 cm cyst in the left hemi pelvis is likely a functional ovarian cyst. No definite bowel abnormality.; on (B)(6) 2023: reason for exam: abdominal pain. Impression: - no acute process in the abdomen or pelvis. Fluid density structure in the left hemi pelvis could represent an ovarian cyst however given a somewhat tubular appearing rnorphology on the coronal plane hydrosalpinx is difficult to exclude.; on (B)(6) 2024: showed descending colon colitis [human chorionic gonadotropin] on (B)(6) 2024: negative [mammogram] on (B)(6) 2023: there are benign calcification in both brest. Impression: there is no mammographic evidence of malignancy. [Pathology test] on (B)(6) 2024: final diagnosis a. Left fallopian tube with essure device, excision and removal - benign fallopian tube with focal chronic inflammation -metallic essure device (gross examination only) clinical information: left fallopian tube with essure device. Gross description "left fallopian tube with essure device" received in formalin is a fimbriated fallopian tube which is 8.0 cm in length and 0.8 cm in diameter. Extending from the cut margin, there is a stretched out metallic coil-like device. The serosa appears grossly intact. Cut surfaces are grossly unremarkable. Representative sections are submitted in two cassettes. Foreign body is for gross exam only. Cytological interpretation: negative for intraepithelial or malignancy. Reactive epithelial changes noted [ultrasound scan] in (B)(6) 2023: hydrosalpinx in l adnexa noted and findings: the uterus measures 6.7 x 3.4 x 3.2 cm. The myometrial echotexture is heterogeneous., the endometrium measures 3 mm. Bilateral ovaries are not visualized secondary to bowel gas. Hydrosalpinx is seen in the left adnexa. There is no adnexal mass no free fluid was demonstrated. Impression: unremarkable pelvic ultrasound. Lot number:761439 manufacture date:2010-07, expiration date:2013-07. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-aug-2024: medical record received. Lab data including surgical pathology report added. Medical history. Concomitant conditions are added. Concomitant & treatment drugs are added. New reporters were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted (lot no. 761439). The patient had a medical history of obesity, past tobacco smoking, gravida I, painful intercourse, abdominal cramps, fibromyalgia, bone pain, pelvic pain, hydrosalpinx and parity. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2024, 4854 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: 5 coils were visible after placement 3 coils were visible after placement encounter for screening for malignant neoplasm of cervix. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 35 kg/sqm. [Computerised tomogram] on (B)(6) 2023: reason for exam: abdominal pain. Impression: no acute process in the abdomen or pelvis. Fluid density structure in the left hemi pelvis could represent an ovarian cyst however given a somewhat tubular appearing rnorphology on the coronal plane hydrosalpinx is difficult to exclude. [Ultrasound scan] in (B)(6) 2023: hydrosalpinx in l adnexa noted and findings: the uterus measures 6.7 x 3.4 x 3.2 cm. The myometrial echotexture is heterogeneous., the endometrium measures 3 mm. Bilateral ovaries are not visualized secondary to bowel gas. Hydrosalpinx is seen in the left adnexa. There is no adnexal mass no free fluid was demonstrated. Impression: unremarkable pelvic ultrasound quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.